Event description:
The doctor indicated that the zirconia abutment fractured after being in patients mouth for 3 months. It was also reported that the patient did not suffer a serious injury or infection.

Manufacturer narrative:
Investigation results: product has not been returned at this time; (B)(6) 2014 therefore complaint cannot be verified. No conclusion can be drawn. The lot number provided on the complaint report was not valid.